Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) cardiosave hybrid type b plug, the cardiosave intra-aortic balloon pump (iabp) units compressor failed. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4. H6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: h6 (medical device ¿ problem code). Additional customer contact information: (B)(6). The getinge field service engineer (fse) encountered the reported issue during the preventative maintenance (pm) and replaced the compressor, scroll to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.